Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis, and two days prior to the admission her blood glucose was high. The customer mentioned being off the insulin pump for several weeks. The caller stated that after discontinuing using the device, she inserted a new battery and the insulin pump alarmed. No further information was provided.